Manufacturer narrative:
It was reported to rxsight that the patient was wearing contact lenses up until the morning of the pre-operative visit, which may have negatively impacted the patient's pre-operative visual measurements and iol calculations. The patient did not undergo any light delivery device treatments prior to lal explantation. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn: (B)(6), +17.5d) was explanted on (B)(6) 2023, and replaced with another lal (sn: (B)(6), +13.0d) due to a refractive surprise after primary implant surgery and before any light treatments were performed. Rxsight's first awareness of this event was on october 11, 2023.